Manufacturer narrative:
The reported events were for a helix mechanism issue and unable to implant. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be bent, consistent with procedure damage. The cause of the reported event for a helix mechanism issue was due to a bent helix, consistent with procedure damage.

Event description:
It was reported that during an implant procedure, the lead was unable to be implanted. During the procedure, the physician was unable to extend or retract the lead helix. The lead was not used and another lead was used to complete the procedure. The patient was stable throughout.